Manufacturer narrative:
(B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the phaco handpiece had a defective/damaged cable cord. There was no patient involvement with this report.